Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell and pump touchscreen cracked. Touchscreen was unable to be accessed. Customer's blood glucose was 127-128 mg/dl . Customer reverted to using long lasting insulin for insulin therapy.